Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer's blood glucose (bg) level for the first occurrence was 325 mg/dl and was addressed with manual injections. The customer's bg level for the second occurrence was 221 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.